Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was high at the time of the event and patient got treated with insulin injection. Patient also found positive for high ketone levels. The duration of hospitalization was overnight stay. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008210, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 11-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6008210. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008210 was manufactured according to the work instruction (wi) version 18 and manufactured in the multivac m14 on 17-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no testing is required for malfunction code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.